Event description:
It was reported that a patient underwent an initial arthroscopy procedure that required revision three (3) days later due to implant disassociation resulting in glenosphere dislocation. The revision procedure was completed without any adverse outcomes to the patient, with proper surgical technique used. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated medical products, part (lot): 113633 (65300981), 115310 (j7728326), 115396 (66590550), 180550 (66579637), 180550 (66528247), 180553 (66432850), 180554 (66625982), 110031399 (66496146), 110031424 (66300081). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d6b, g1; g3; g6; h1; h2; h3; h6. The reported event was confirmed through the provided x-rays. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: a single ap view of the left shoulder demonstrates a reverse total shoulder arthroplasty with dislocation of the glenosphere and associated glenohumeral dislocation. The glenosphere is located within the subacromial space. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.